Event description:
Bilateral swelling in both legs. Extreme shortness of breath. Legs have become discolored and have constant numbness and pain. Visible collateral veins have formed on abdominal walls. Legs are constantly swollen and wounds heal poorly/not at all. CT and MRI has confirmed near complete blockage of ivc filter resulting in thrombosis on the inferior vena cava and both iliac veins.